Event description:
It was reported that there have been "a couple spikes" in rv (right ventricular) lead impedance. Partial lead insertion was confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.